Event description:
The clinic reported during a cataract extraction procedure, the phacoemulsification machine went into a safe state when going from phaco mode to irrigation/aspiration (I/a) mode. The clinic described the unit was still making phaco sounds and the screen locked up, after which the unit displayed a 2012-ih timeout error. The customer shut down the unit and placed the machine in the corner. Without using the machine, it displayed another 2012-ih timeout error. Although, the patient was on the operating table and there was approximately 10 minute delay to bring a backup unit to complete the procedure, there was no patient injury reported.

Manufacturer narrative:
Information in section f provided by the manufacturer. Patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event is not applicable as to this event is a product problem and no patient injury reported. The phacoemulsification machine was examined and tested by an amo field service specialist (fss) at the customer¿s location. The fss was not able to confirm the customer¿s reported event of going into a safe state. The fss proactively replaced the ih bob cat controller (instrument manager with disk on chip) printed circuit board (pcb) with pin extender. The fss observed a pin stuck in the subsystem controller pcb from removing the original pin extender. Furthermore, the fss proactively replaced the ribbon cable, rear panel connector pcb and power supply. The power supply was updated from 100ua to 300ua. The unit passed all modes of operations, including test functions and verifications. The fss performed a field service checklist. The unit meets amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.